Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power error detected while working. Troubleshooting was not completed because the customer was at work and did not have a spare battery. The customer called back and reported that they were still getting power error detected alarms after they put on the new battery cap. The customer's blood glucose level was unknown. The power error detected recurred within a week of troubleshooting previous occurrence. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.